Manufacturer narrative:
(B)(4). Corrected information: upon further investigation by baxter, this event has been determined to be a non-reportable.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up MDR.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined that the hc machine system while under testing failed returned instrument test/evaluation for volumetric accuracy during fill 1 drain 1, fill 2 drain 2.